Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer report a low blood glucose value of 46 mg/dl. Patient treated with orange juice. Troubleshooting was not performed. Products are not expected to return.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.